Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the hemoglobin (hgb) lamp and the check valve (cv10a) associated with the aspiration needle to resolve the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 drops of clenz from the coulter lh 750 hematology analyzer. The customer also reported the mean cell volume (mcv) had failed on the bulls moving average (xb) results. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown, and goggles at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.